Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse during therapy (medication, dose, programmed amount and delivery rate unknown). The device was programmed to deliver oxaliplatin at 150ml with a dose of 120mg and volume to be infused of 299ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The did not infuse was not verified. Should additional relevant information become available, a supplemental report will be submitted.